Event description:
A study was carried out to see the ¿usefulness of intravascular ultrasound to predict outcomes in short-length lesions treated with drug-eluting stents¿. A total of 662 patient with ivus guidance and 912 patients with angiography guidance who underwent des implantation were involved in the study. Patient outcomes included death, mi, stent thrombosis and revascularizations. The study concluded that there were no statistically significant differences found between the 2 groups.

Manufacturer narrative:
(B)(4). Usefulness of intravascular ultrasound to predict outcomes american journal of cardiology alert, 2013, vol. 112, issue 5 (www.ajconline.org) 2013 0002-9149/13/$.